Manufacturer narrative:
This report is based solely on the receipt of a voluntary medwatch form 3500a. Medwatch report number: mw5153490 additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: dd-mmm-yyyy / serial or lot#: unknown UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ventricular assist device (vad) patient experienced cardiac arrest and the controller displayed a "controller malfunction error." The controller was exchanged and cardiac pulmonary resuscitation was administered. The patient was admitted and a coronary computed tomographic angiography for systematic triage of acute chest pain patients to treatment (stat CT) of the brain showed a left frontal cerebrovascular accident (cva) with hemorrhage versus cortical necrosis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 3007042319-2024-01628. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.